Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 05/02/2016.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient hematuria, vaginal bleeding, urinary tract infection, and urge urinary incontinence.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bilateral salpingo-oophorectomy, lysis of adhesions, burch cystourethropexy, and cystoscopy due to rectocele, sui, cystocele, and prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, and urinary/bowel problems. It was reported that patient underwent mesh revision on (B)(6) 2012 due to vaginal vault prolapse, stress urinary incontinence, and rectocele. It was reported that patient also underwent mesh removal on (B)(6) 2013 due to vaginal mesh erosion.